Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the air/water nozzle was clogged by foreign material inside the air/water nozzle as reported, and also found that as the result of a component analysis, this foreign material was fragment of silicone rubber. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (the air/water nozzle clogging by foreign material) could not be conclusively determined. However, based upon the investigation result, omsc concluded that this phenomenon was caused by clogging inside the air/water nozzle with fragment of silicone rubber. In addition, it was surmised that the rubber packing of the air/water valve or the water container¿s metal tip had been broken, and fragment of the rubber packing had passed through the air/water channel and clogged inside air/water nozzle. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Then, the subject device was transferred from sorc to omsc. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the air/water nozzle was clogged with foreign material. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.